Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 3,000 mcg/ml at a dose rate of 600 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced poor wound healing from revision in (B)(6) 2019. Refer to MFR report # 3004209178-2019-10243 regarding previous event. It was noted that the pump was functioning properly. The date of the event was unknown. The patient was still getting therapy with old catheter, but due to poor wound healing a new catheter was implanted. It was noted that there were no known environmental or external factors that may have contributed to the event. The complete catheter was explanted and was replaced. A new catheter was implanted and involved plastics to help with recovery and healing. The catheter was discarded by the hcp. The issue was resolved as of 2020-apr-17. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.